Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level at the time of incident was 870mg/dl. The customer states their last site had a kink on it. The customer declined the high blood glucose troubleshoot. The customer will be monitoring the device and their blood glucose levels.